Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient presented to the clinic for a routine follow up. The lead exhibited greater than 1600 ohms impedance and no pacing at 7.5 v. A chest x-ray showed that the lead was twisted around the pulse generator and dislodged. The lead was replaced.